Event description:
6/18/99 additional info: rn (rn involved in report at acct) now states that the injection site was not attached to a stopcock. Rather it was attached to a competitor's huber needle which was inserted into a portacath. Pt has since died. Sample is available through rn.